Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was 102 mg/dl. Customer was unable to rewind the insulin pump during troubleshooting. The insulin pump will not be returned for analysis.